Manufacturer narrative:
Title laparoscopic intraperitoneal onlay mesh for spigelian hernia source the egyptian journal of surgery, volume 37, 2018 (445¿452) article number: 4 date of publication: 10 april 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study, during the period of the study, 10 patients had undergone 11 intraperitoneal onlay mesh (one bilateral hernia). One patient developed chronic pain related to the mesh. No recurrence has been detected during a follow-up period of 6 months.